Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing near the y-fitting, approximately 76.2cm from the iab tip. The optical fiber was found to be broken within the kink. The extender tubing was also returned. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was not occluded, however evidence of dried blood was observed at the tip of the guide wire. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem ¿difficult/ unable to monitor pressure/ waveform¿. We are unable to determine when this may have occurred. The reported event ¿clotted lumen¿ cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately one hour of therapy, the lumen of the intra-aortic balloon (iab) became clotted. The customer noted that there were no alarms generated, but the pressure/waveform could not be obtained. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.